Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC leaking at hub at 2200. Doctor notified and came to assess. Upon inspection, crack noted in hub of PICC line. PICC line removed and new PICC inserted via end over end technique by doctor and PICC team rn. Vpicc line with cracked hub saved, labelled in biohazard bag and given to charge nurse.

Event description:
PICC leaking at hub at 2200. Doctor notified and came to assess. Upon inspection, crack noted in hub of PICC line. PICC line removed and new PICC inserted. Via end over end technique by doctor and PICC team rn. PICC line with cracked hub saved, labelled in biohazard bag and given to charge nurse.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.